Manufacturer narrative:
(B)(4). During evaluation of a homechoice device, an alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. No sample was returned for analysis, so no problems with the device could be confirmed. The assignable cause was determined to be a loose connection based on the report that the final line appeared loose. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell 5 of 5 of peritoneal dialysis therapy. During troubleshooting, it was discovered that the final line looked like it was loose and not tightly connected. The technical service representative advised and assisted in starting over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.